Event description:
"Trapease" polyp trap, used during colonoscopy, internal safety screen failed to capture polyp. Polyp found resting in lower chamber. Healthcare worker had to break the polyp trap in order to access the lower chamber and retrieve the polyp for submission to pathology.